Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had high impedance of electrode contacts in the right hemisphere. It was noted that there was a possible fracture of the right lead or extensions or a disconnect of the extension. It was unknown if there were any external or environmental factors that led to the event. The issue was not yet resolved. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the cause of the high impedance was not determined. There have been no further actions or interventions planned to resolve the issue. The issue has not yet been resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708695, serial# (B)(4), product type extension; product ID 3389-28, lot# 0206423046, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.